Manufacturer narrative:
Additional product code: hwc. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by that a patient initially underwent a coronary artery bypass grafting (CABG) procedure on an unknown date and was closed with non-synthes sternal wires. The wires reportedly pulled through and the patient needed to undergo sternal reconstruction on (B)(6) 2015 and was plated with two (2) sternal plates. MRI and/or x-rays revealed that one of the plates had loosened and the emergency release pin backed out of the other plate. The patient was brought back into to surgery on (B)(6) 2015 and both of the sternal plates were removed at that time. The surgeon was unable to retrieve the emergency release pin as it was discovered to be located in the pericardial sac. Outcome of the patient is unknown. This is report 1 of 2 for (B)(4).